Event description:
It was reported that the patient presented to the hospital after fainting and receiving multiple appropriate shocks for ventricular tachycardia. Review of egm revealed intermittent undersensing and oversensing, however it did not appear to affect the therapy delivery. It was noted that in one episode, the device delivered the maximum number of shocks, but the arrhythmia did not terminate. The patient eventually returned to sinus. Programming changes were recommended for better sensing of fine vf. The patient was intubated and stable, but later expired.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.